Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the anterior descending artery. A 3.00x16mm promus element plus drug eluting stent was selected for use and advanced to treat the lesion. Upon advancing the device through a previously placed stent in the ostium, the stent became dislodged at the bifurcation. The stent was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent was maintained on the guidwire, a 2.0x20mm unspecified balloon catheter was advanced through the stent. The stent was able to be removed together with the balloon.

Manufacturer narrative:
Device evaluated by MFR.: the balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The crimped stent was detached from balloon and not returned with device for analysis. Crimp markings were evident on the wall of the balloon. A visual and tactile examination found no issues with the profile of the hypotube. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the stent was maintained on the guidwire, a 2.0x20mm unspecified balloon catheter was advanced through the stent. The stent was able to be removed together with the balloon.